Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motion sensor test failure alarm. The customer stated they were unable to access the alarm history because the insulin pump was stuck in the motion sensor test failure alarm loop. The customer also stated they were unable to complete the rewind sequence on the insulin pump due to the alarm. The customer's blood glucose was 115 mg/dl. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.